Event description:
It was reported that the patient with this inflatable penile prosthesis presented with signs of infection, including pus, redness and pain, in the srotume and reservoir implant site. The device was replaced with a malleable penile prosthesis. No further patient complications were reported.